Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. White spots condition were found on cuff in the nine (9) samples and the white spots stuck on the tape. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: quality alert was generated as an awareness notification about white powder in the cuff, this alert was placed in the molding and assembly line.

Event description:
It was reported that a white looking powder found on the balloon cuff of the tubes. No patient injury was reported.